Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. However, omsc launched only products that had passed the inspection. The malfunction of the subject device concerning this case has not been reported, and there is no information indicating the relationship between this reported event and the subject device.

Event description:
Olympus medical systems corp. (Omsc) received a literature title "comparison between endoscopic treatment and surgical drainage of the pancreatic duct in chronic pancreatitis". The literature reported the results of a study based on the endoscopic or surgical drainage of 51 patients with chronic pancreatitis between 2001 and 2010. During the study period, pancreatic duct stenting procedures were performed with the use of olympus pancreatic stent. Pancreatic duct stent migration occurred in 4 patients, but the stents were retrieved from all patients. There is no description about the relationship between olympus product and adverse event.